Manufacturer narrative:
A remote clinical support engineer (rse) spoke to the customer and received permission from the biomed engineer to remote into the system. Under the clinical audit trail, noted at 1756 hours a pause all alarms were initiated at m-hc306 and resumed all alarms at 1759 hours. The rse explained the customer that to pause the alarms like this a physical interaction has to take place to pause all alarms to be initiated at the intellivue patient monitor (ivpm). Based on the information available and the testing conducted, the cause of the reported problem was the user pausing the alarm. The reported problem was confirmed. The device was confirmed to be operating per specifications and no product malfunction confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened." E1: reporter phone number: (B)(6).

Event description:
It was reported on the intellivue patient monitor mx750 alarms were paused on (B)(6) 2025 at approx. 1800 hrs, in rm #hc306, cticu, and customer want to know where the alarms were paused from. Customer want to know if it is possible for the intellivue patient monitor to pause alarms by themselves. The device was in clinical use. There was no report patient or user harm.